Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) required revision of the implantable pulse generator (ipg) for unspecified reasons. The patient is reportedly recovering well following the procedure. No further information was available at the time of the report.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) required revision of the implantable pulse generator (ipg) for unspecified reasons. The patient is reportedly recovering well following the procedure. No further information was available at the time of the report. Additional information was received that the ipg had reach end of service. The device was discarded and will not be returned for analysis.